Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cardiac probe grasper instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cardiac probe grasper instrument was found to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cardiac probe grasper instrument was analyzed and found input disk seven to be broken and completely detached from the base. The missing wheel was returned with the instrument. Other backend components adjacent to the broken input do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk component consists of ultem or peek material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.